Manufacturer narrative:
A video was returned showing leakage coming from underneath the clave on the clave additive port along with an image of a specimen transport bag. Received one (1) used list #142730490, plum 150 ml burette set attached to a 3-way stopcock , a bag spike adapter with spiros, a clave bag spike, and a dextrose 5% bag. As received it was noted that the clave was partially separated from the port. The semi-rigid male adaptor of the clave was beginning to break. The deformation on the area was at a slight angle, typical of a bend break. The complaint of leakage at the clave additive port can be confirmed due to the partial separation of the clave from the port. The probable cause is due to unintentional external bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.h3 - device evaluation is complete.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that there was a leak at the clave additive port on burette. The event was noted after 10 minutes of infusion of oxalip (oxaliplatin) solution. There was no drug exposure to patient or healthcare provider. There was no other physical damage noted. The set was replaced, and therapy resumed. There was patient involvement with no patient harm and no healthcare provider harm in the event.